Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an atrial fibrillation procedure with an ez steer thermocool sf nav and suffered a cardiac tamponade which required pericardiocentesis, also experienced cardiac arrest that needed from cardiopulmonary resuscitation and went to intensive care unit. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor coils resistances were found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with an ez steer thermocool sf nav and suffered a cardiac tamponade which required pericardiocentesis, also experienced cardiac arrest that needed from cardiopulmonary resuscitation and went to intensive care unit. The patient¿s medical history is unknown and was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this was procedure related. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator, us catalog #: s7002, serial #: (B)(4). Product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4). Manufacturer's reference #: (B)(4).